Manufacturer narrative:
The vessel sealer curved instrument used during this event was not received for failure analysis investigations. The vessel sealer logs for this procedure were reviewed. The logs show the vessel sealer curved instrument was installed 4 times on universal surgical manipulator (usm) 3 and passed homing in all installs. The e-200 generator logs show a total of 1 bipolar coagulation and 130 seal events without any errors. The instrument was used for about 53 minutes. No errors were noted in the system logs.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy procedure, a vessel seal from the vessel sealer curved instrument failed. A large lumbar vein was initially sealed during the da vinci-assisted portion of the donor nephrectomy procedure. However, when implanting the donor kidney into the recipient, the seal did not hold during reperfusion. The surgeon was able to fix the seal, and the procedure was completed as planned. Multiple attempts to obtain additional information have been made; however, no further details have been received.